Manufacturer narrative:
Section h6 medical device problem code: correction. "1500 - decreased pump speed" corrected to "2993 - adverse event without identified device or use problem". Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 08jul2021 at 6:32:04 through 10:33:07. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended the account communicated that the patient had evidence of right ventricular (rv) dysfunction. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate 3 lvas instructions for use (IFU), rev. C, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s speed increased during right heart catheterization (rhc) with evidence of right ventricular (rv) dysfunction. Pulsitile index (pi) events with minimal activity reported when speed was decreased back to 5300. Log file submitted revealed 125 pi events that were occurring on (B)(6) 2021 from 6:32:29 to 10:33:05. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5200 rpm.